Manufacturer narrative:
Other applicable components are: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 37092, serial# unknown, product type: accessory.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that out of regulation (oor) was seen on the patient programmer. During troubleshooting the patient was able to sync with their implantable neurostimulator (ins), but did not see the oor message at that time. There were no patient symptoms reported. Later the patient reported that the same issue had continued. The patient saw the "doctor on the screen." Over the phone, the patient was able to connect with the patient programmer. Originally the patient had said there was poor communication, but it was discovered that the patient had the screen side against their skin. The patient aligned the patient programmer properly and was able to connect normally. The patient stated that therapy was on and their settings were normal. The "call your doctor" screen was not showing and everything appeared to be functioning as expected. The patient reported that they had never been given a patient programmer box or patient programmer antenna after implant. The programmer antenna was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.